Event description:
It was reported that the arctic sun device had been working fine. They placed in standby. Now trying to start back therapy and the device keeps alerting low flow and fluid delivery line open. Mis asked about pad connection and whether pads had been disconnected for procedure. Nurse noted that they already disconnected and reconnected and that did not fix the problem. The device was not working and wants to know what was wrong. The system diagnostics showed outlet monitor temperature (t1) was 45f, outlet control temperature (t2) was 45f, inlet temperature (t3) was 74.5f, chiller temperature (t4) was 48.6f, water flow rate was 0 l/m, inlet pressure was -0.2psi, circulation pump command was 100 percentage, mixing pump command was 100 percentage, heater was 0, water reservoir level showed 5, system hours were 2730.6 and pump hours were 2652.4. Mis asked again about pad connection and potential damage. Was patient turned, did they go to computed tomography. Nurse noted that they did turn patient and pads were cut after patient soiled themselves. Mis advised to swap out pads. If soiled replace all pads and cutting pads would cause these issues.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "2.1.1 improper consideration of end user requirements-shipping or handling caused damage to device." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had been working fine. They placed in standby. Now trying to start back therapy and the device keeps alerting low flow and fluid delivery line open. Mis asked about pad connection and whether or not pads had been disconnected for procedure. Nurse noted that they already disconnected and reconnected and that did not fix the problem. The device was not working and wants to know what was wrong. The system diagnostics showed outlet monitor temperature (t1) was 45f, outlet control temperature (t2) was 45f, inlet temperature (t3) was 74.5f, chiller temperature (t4) was 48.6f, water flow rate was 0 l/m, inlet pressure was -0.2psi, circulation pump command was 100 percentage, mixing pump command was 100 percentage, heater was 0, water reservoir level showed 5, system hours were 2730.6 and pump hours were 2652.4. Mis asked again about pad connection and potential damage. Was patient turned, did they go to computed tomography. Nurse noted that they did turn patient and pads were cut after patient soiled themselves. Mis advised to swap out pads. If soiled replace all pads and cutting pads would cause these issues.